Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Quickset 25 mm drill bit broke while drilling to put a screw in the acetabular shell during total hip arthroplasty. The surgeon attempted to remove the broken drill bit, but could not. He decided to leave the piece that broke off inside the patient. The piece was completely in bone, as confirmed by an xray, and he said he feels there is no danger to the patient, due to it being in bone.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the tip broke off. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, dva-(B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Complaints will be monitored under sep (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.